Manufacturer narrative:
The investigation into the impella cp has been completed. No product was returned. Per the clinical investigation, the root cause of the sterile sleeve damage was not determined since product was not returned.

Event description:
The complainant reported the patient was on impella cp support. It was reported that the sterile sleeve broke while attached to the patient. The sterile sleeve disconnected at the tuohy lock. The patient remained stable and continued on support therefore the explant date and patient outcome are unknown.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. The data log shows that the placement signal monitoring was disabled after several impella position in aorta alarms were reported. The pump flow gradually became saturated before the aorta alarms were triggered, a mc spike occurred, and then flow remained saturated until the end of the case run, with less pulsatile motor current compared to the start of the case run. No abnormalities were reported in the optical signal parameters, or purge pressure. According to the provided clinical details, a hematoma was reported at the right radial access site only. Additionally, the doctor noted placement signal discrepancy between the aic and the arterial line, accompanied by a pump position in aorta alarm, while confirming a good pump position. The cause of the access site bleeding issue was most likely patient condition related. The relationship between the radial access site bleed and the impella was unrelated, as the pump was inserted through the right femoral artery. Fm placement signal issue was changed to fm optical signal issue since the impella cp has an optical sensor. The cause of the optical signal issue and the saturated pump flow was most likely biomaterial ingestion since pump flow trended up at the time of the position in aorta alarms when position was confirmed to be correct, followed by saturated flows. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. The cause of the sterile sleeve damage was not determined since product was not returned.

Event description:
It was further reported that the patient was transferred to another facility and pump in aorta alarms occurred. Echo done and impella was in the correct position. Aortic pressures not correlated with the arterial line. Aortic sensor disappeared. Placement signal issue.